Event description:
New powerglide placer inserted needle, wire and catheter as instructed. Upon removal of the delivery device, the wire was "stuck" in the catheter. The clinician pulled a little harder and the wire snapped off of the delivery device and remained in the white hemostat hub and catheter. The wire was "stretched" from the force to get the delivery device away from it. The pt had a lot of pain and discomfort during removal. Upon inspection it appears that the catheter may have been punctured by the tip of the needle causing kinking in the vessel. On (B)(6) 2014 - the user was able to place a new catheter on this pt after this incident.

Manufacturer narrative:
A lot history review (lhr) of reyd0045 showed no similar product complaint(s) from this lot number. The complaint of a stuck guidewire was confirmed, but the cause was unk. The product returned for eval was one 20g x 8cm powerglide device. The device had been disassembled prior to receipt at bas and contained moderate blood residue. The needle had been slightly bent, and the safety mechanism was engaged, over the needle tip. A kink was seen in the catheter, and the distal tip of the guidewire appeared to be held within the catheter at the kink site. The kink in the catheter was found to be 8.2cm from the proximal tip of the catheter luer hub. The guidewire core wire had been broken just distal of the needle tip. The coiled section of the guidewire segment was elongated, and its proximal end was still held by the white catheter handle. Microscopic examination of the catheter confirmed the presence of the guidewire within the kink. No apparent needle damage was found on the catheter. An attempt to withdraw the guidewire from the kinked catheter was unsuccessful. After the guidewire segment had been manually elongated to its normal shape, the guidewire was easily removed. After the guidewire segment had been removed, an attempt to infuse and pressurize water through the catheter revealed the catheter was patent to infusion with no leaks. The evidence seen during eval suggested that during the attempted removal of the needle, the guidewire was held in place by the kink in the catheter. The kink in the catheter appeared to have resulted from longitudinal compression of the catheter material, which is possible if friction occurred between the catheter and the pt's skin or if the catheter was repositioned by the user, the IFU states, "if the catheter needs to be repositioned, either do so without the aid of the needle, or remove both the catheter and the needle as a unit to prevent the needle from damaging or shearing the catheter."